Event description:
It was reported that the user stated the pump delivered too much insulin in one day, resulting in a low blood glucose event, and the user declined troubleshooting or data sync while on the call. Symptoms included hypoglycemia. Outcomes included low glucose treated with oral glucose. Investigation included user interview and attempted troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device data were available to confirm a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.